Event description:
It was reported that the programmer display screen flashed and blinked making it impossible to read the screen. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the display flashed and further noted that the stylus did not calibrate correctly with the overlay. The overlay assembly was replaced and calibrated. (B)(4).